Event description:
Customer reported "adhesive tape is ok for the first use, but as soon as we remove it once (for repositioning of the sensor on the baby limbs) it does not stick anymore, white cable far too heavy which unstick the sensor. Fast deterioration at the level of the junction cable/sensor, white cable too rigid. We need to disturb the baby numerous times to reposition the sensor. Wrong spo2 measure, not continous measure. Not really reliable, bad pleth curve on the monitor screen, multiple alarms. Over use of sensors as we need to replace them. Too frequent sensor replacement. Increase cost and disturb the baby". No known impact or consequence to pt was reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned ot date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.